Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, at the 1st firing once the reload was loaded the surgeon couldn't close the handle thus not able to fire. Another handle was used to complete the case. There was no patient harm.